Manufacturer narrative:
Manufacturing review: the device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately three years and eleven months post deployment, a venogram performed during the procedure showed extensive occlusive and chronic thrombosis of the left iliac veins and of the infra renal inferior vena cava at and below the level of the inferior vena cava filter. Around four years and four months later, a computed tomography of abdomen and pelvis showed that an inferior vena cava stent centrally positioned within the inferior vena cava, displaced the inferior vena cava filter towards the left. Also, the inferior vena cava wall was collapsed along the inferior vena cava wall tines. One tine tip traversed into the right psoas muscle posteriorly, one tine tip lied directly against a vertebral body and one tine tip lied near the aortic wall. Therefore, the investigation is confirmed for filter tilt and perforation of inferior vena cava. Additionally, it can be confirmed that the patient experienced thrombus at the level of the filter post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted, struts perforated into organs, there was thrombus at the level of filter and the patient reportedly experienced abdominal pain. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.